Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The bolus wizard functioned properly. All test boluses delivered properly their indicated amounts and were listed in the bolus history screen. No bolus anomaly or history anomaly was noted. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer had a button error on the insulin pump when he went to deliver a bolus. Customer's blood glucose level was 241 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.